Manufacturer narrative:
Unit received with completely broken off reservoir tube lip and missing reservoir tube lip o-ring. Unable to perform displacement test due to physical damage. Unit received with cracked case at display window corners, display window, reservoir tube window corners, reservoir tube window and battery tube threads. Unit received with minor scratched lcd window and case. Unit received with stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 180 mg/dl. The customer reported that the piece of the reservoir rim broke off. The customer was advised that the pump needs to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.